Event description:
It was reported that the pump became hot to touch while it was being charged with third-party supplies, which tandem does not recommend. There was no adverse impact to the customer's blood glucose level. The customer was advised to use the existing pump as a backup and was sent a replacement by cts along with tandem charging supplies. Cts provided instructions on returning the problematic pump and programming the replacement, and the customer acknowledged and understood all guidance.